Manufacturer narrative:
An extended investigation was performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported to know how to share data from librelink to librelinkup. The reported issue was investigated and attempted to replicate and the reported issue did not allege an issue with the app as the user requested to training on how to share data. There is no freestyle librelink app malfunction. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the librelink in use with xiaomi phone, android os version 11 and app version 2.10.1.10406, reporting that the data from their reader was not transferring to their caregiver. The customer reported due to this the they experienced "dizziness, a loss of consciousness" and was unable to self-treat, which required treatment of glucagon (intravenously) provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the librelink, reporting that the data from their reader was not transferring to their caregiver. The customer reported due to this the they experienced "dizziness, a loss of consciousness" and was unable to self-treat, which required treatment of glucagon (intravenously) provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported an issue with the librelink in use with xiaomi phone, android os version 11 and app version 2.10.1.10406, reporting that the data from their reader was not transferring to their caregiver. The customer reported due to this the they experienced "dizziness, a loss of consciousness" and was unable to self-treat, which required treatment of glucagon (intravenously) provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported not knowing how to share data from librelink to librelinkup. The reported issue was investigated. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the app. The investigation did not identify the app as the cause of the issue. The tsg (troubleshooting guidelines) and case description shows that the customer needs training on how to share data and the reported issue did not allege an issue with the app. Therefore, the reported issue is not confirmed in relation to the customer's reported application. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.